Event description:
A customer reported that they received a reading of 99 mg/dl at 7:30 am on their blood glucose meter and thought the meter was reading higher than they actually felt. The customer also reported they took their regular daily dose of lantus (40 units), and did not take their novolog dose on that day as the reading was under 150 mg/dl. The customer then reportedly ate food and lost consciousness. The paramedics were called, but they could not get a reading (unknown reason). The paramedics reportedly started to treat the customer with an intravenous medication (unknown) and then transported them to a hospital where the customer reported they were diagnosed with hypoglycemia and continued being treated with an intravenous medication (unknown). After initial treatment, it was reported the customer's blood glucose level was up to 213 mg/dl (unknown meter). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
Patient underwent total knee arthroplasty on (B) (6), 2009. Subsequently, the patient was revised (B) (6), 2010, due to the anchor plug fracturing at the point of the spindle/centering sleeve interface.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.